Event description:
Reference number (B)(4). Event occurred in germany on 18-august-2024, it was reported by the patient that he was hospitalized due to high blood glucose and high ketones within one day of use. Symptoms occurred vomited acid, nausea, and tiredness. Infusion set was placed in abdomen. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 6007394 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code no malfunction based on complaint information. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 42 on reference samples, 10 samples out 10 samples passed the test. Visual test according to with wi version 18 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 44 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007394 was manufactured according to the document version 72 on the packing process in the line inset 6, on 04/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: harm reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Event description:
To date no additional patient or event details have been received.